Event description:
Battery for ferno power x-1 stretcher had thermal runaway event and caught fire while idle at fleet maintenance facility. Fire extinguished with dry chem fire extinguisher. Battery was not in service at the time. No injuries reported. No other property damage. FDA safety report ID# (B)(4).